Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system did not turn back on after it was rebooted. The customer declined the service request sent for philips evaluation and repair service. As the customer decline the service request, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not turn back on after it was rebooted. There was no reported patient or user harm. Philips has started an investigation of this complaint.